Event description:
It was reported the incision wound was open and had drainage. A surgical revision of the pump pocket was on (B)(6) 2011. Severity was moderate. Outcome was resolved without sequelae. The pump was delivering sufenta. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).